Event description:
It was reported that the external pulse generator was "damaged." Follow up determined that it was found in a storage closet "all broken up." The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the high rate cover, side bail covers, side bails and ring were missing, and the ring cover was broken. It was also noted that the main printed circuit board was out of specification and the main keypad was contaminated.